Event description:
It was reported that the device was used during a right partial lobectomy. It was reported by the rep that the pt presented with a malignant neoplasm of the right lung. After completion of the 1st steps of the procedure, the surgeon was handed a tx30g instrument. The surgeon claimed to the nurse that the instrument didn't feel right. (He's used linear staplers for several years). The scrub tech indicated that it was loaded correctly with the cartridge. The surgeon asked to use an alternate cartridge, and she gave him an xr30g reload. He fired it once on the bronchus, apparently with no complication. She gave the surgeon the tx30g again, now loaded with the original cartridge. Now the pulmonary artery was fixed on by the green gun. Immediately the pt had critical blood loss. The surgeon claims at this point that the instrument did not seem to fire any staples. He and his assistant attempted to control the vessel. The pt apparently"sanguinated", and expired within (50) seconds on the or table. The procedure began at 2:46 pm and the pt coded at 6:18 pm.